Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. This lead was surgically abandoned and a new rv lead was implanted successfully. No additional adverse patient effects were reported. This rv lead remains implanted but electrically deactivated.